Event description:
It was reported that the patient presented at a follow-up clinic. Upon interrogation, the pulse generator exhibited premature battery depletion. No intervention was performed. The patient was stable.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. As received, a device was returned for analysis. Final analysis found high current drain due to an unknown cause. The cause of the reported event was isolated to the high current drain. No other anomalies were identified.

Event description:
Additional information received noted that the pacemaker was explanted and replaced on (B)(6) 2022. The patient was in stable condition.